Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis, however a photo was received for evaluation. The photo provided appeared to show the hub of a fast-cath introducer detached from the sheath tubing. Review of the device history record was not possible as the lot number is unknown. The cause of the reported event remains unknown.

Event description:
During a procedure the hub became detached from the sheath. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.